Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were bent and overlapping. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01156. It was reported that stent damage occurred. The target lesion was located in the moderately calcified first diagonal of the left anterior descending artery. A 2.00mmx15mm emerge balloon catheter was advanced for dilatation. The balloon was inflated 5 times at 8 atmospheres each inflation. However, on the fifth inflation for 3 seconds, the balloon ruptured. The device was removed completely from the patient. On the same procedure, a 20x2.25mm promus premier drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01156. It was reported that stent damage occurred. The target lesion was located in the moderately calcified first diagonal of the left anterior descending artery. A 2.00mmx15mm emerge balloon catheter was advanced for dilatation. The balloon was inflated 5 times at 8 atmospheres each inflation. However, on the fifth inflation for 3 seconds, the balloon ruptured. The device was removed completely from the patient. On the same procedure, a 20x2.25mm promus premier drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.